Event description:
Customer reported a kv error after film shots. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the battery pack. System operates as intended. (B) (4).